Manufacturer narrative:
The customer power cycled the system to resolve the orientation issue. No site visit was conducted. The system was working properly and no additional action was required. Event verification: intuitive surgical inc. (Isi) technical support engineer (tse) verified event date and system serial # (B)(4) during the service support call. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a reverse action was noted on the master tool manipulator (mtm). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and no error was seen. The tse had the customer power cycle the system to resolve the reported issue. The procedure continued as planned. There was no report of patient injury. Follow-up was performed to request additional information related to the event. It was confirmed that the endoscope was correctly/fully installed and was not in a fixed orientation when the issue occurred. There was no patient injury as a result of the issue.